Event description:
At 1325, the 4-channel pump malfunctioned. Pt's bp dropped. Totally dependent on drugs. Another 4-channel pump had failed while on the pt just 13.5 hrs earlier. See report 130007-0-0001.